Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for a check patient line alarm, the caregiver (cg) discovered that there was air in the patient line. This occurred during initial drain of peritoneal dialysis therapy. There was nothing found during troubleshooting that could have caused or contributed to the event. The technical service representative (tsr) assisted the cg in ending therapy and advised the cg to restart therapy using all new supplies. There was no patient injury or medical intervention reported. No additional information is available.